Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, the swg was found unraveled during use on the patient. Another swg was used successfully. There was no harm or consequence for the patient."

Event description:
It was reported that on: "(B)(6) 2025, the swg was found unraveled during use on the patient. Another swg was used successfully. There was no harm or consequence for the patient."

Manufacturer narrative:
Qn# (B)(4).